Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. The patient was asymptomatic. The ICD was reprogrammed and the patient left in stable condition.